Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were exhibiting loss of capture. An invasive procedure was performed to reposition the lead. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Additional information was received confirming an additional revision procedure was performed and the associated lv lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.